Event description:
A 28 mm diameter x 16 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2000. Aneurysm size and vessel morphology are unknown. It was reported that the aneurysm was increasing in size and that evidence of endoleak was not demonstrated by angiogram; therefore, the decision was made to explant the stent graft and convert the pt to open surgical repair. In 2002 the pt was brought to the operating room and prepped and draped in the usual sterile fashion. The pt was heparinized. A midline incision was made, and the aneurysm was isolated. The distal common iliac arteries were clamped, but the proximal clamp was not placed. When the aneurysm was opened, four pulsatile leaks were seen from suture hole sites along the stent graft consistent with microleaks. The limbs of the stent graft were removed with difficulty, and the aorta was clamped below the right renal artery. There was no evidence of infection, thrombosis, hyperplasia, or pseudoaneurysm. The explant operative note stated that there was significant incorporation of the iliac limbs but no significant incorporation in the aneurysm sac or neck. An 18 x 9 dacron graft was anastomosed end-to-end to the proximal aorta, and then to the distal left and right common iliac arteries. Flow was re-established, and good hemostasis was reported. The incisions were closed. The pt was taken to the recovery room in stable condition. No additional clinical sequelae were reported. The explanted stent graft has been received by medtronic ave, and its analysis is pending.